Event description:
The attorney alleged that the customer received improper amount of insulin while wearing the insulin pump, continuous glucose monitoring system, and infusion sets. It was stated that the customer was hospitalized and was involved in a motor vehicle accident which resulted in the death of another driver. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.